Event description:
An impulse dynamics field representative became aware on (B)(6) 2026 of an osm ipg explant that had occurred in january. At that time, the patient became septic, was hospitalized, and had all of their devices explanted. In march, the patient requested their physician re-implant ccm as their heart failure symptoms had returned. Previously, the patient had been a positive responder of ccm therapy. The patient was re-implanted with an osm ipg on (B)(6) 2026. The explanted device was discarded and is not available for evaluation; however, there is no evidence at this time to indicate the device was malfunctioning or acting inappropriately prior to explant.